Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: b.5, b.6, d.4, d.6, d.7, g.1, g.3, h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter cannot be requested. No additional information is available at this time.

Event description:
Healthcare professional later reported patient was "scared with the recall news," nodules in "breast and axillary," "axillary adenomegaly" and "projection," and "fibroadipose tissue with congestion and strange-type granuloma." The device has been explanted. The events of nodules and granuloma are unrelated to the implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is lymphoma-alcl-suspected. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "[they feel] pain on right breast and there are lymphomas. Surgery physician and mastologist have decided to remove the prosthesis". The device remains implanted.